Event description:
It was reported that md inserted a sheath into patient. After prepping iab per instruction, md inserted it into patient. Approximately 2 minutes later, pump alarmed gas leak/kinked catheter. Nurse noticed blood filling gas tubing, disconnected gas drive line tubing & used syringe on one-way valve to aspirate & blood filled syringe. "They then realized there was a problem and decided to insert a guidewire through the central lumen, in order to remove the iab as the patient was in urgent need." When removing, iab membrane "got pulled back into the sheath and was removed as one piece." Md inserted a new iab without complications & patient stabilized. A follow-up report will be filed if more information becomes available.

Manufacturer narrative:
.